Event description:
It was reported that during a hamstring repair procedure, the first anchor was inserted without incident. It was further reported that when the second anchor was inserted halfway into the proximal femur, it snapped in half. The surgeon removed the inserter shaft and the sutures came along with it. It was further reported that the surgeon removed the top half of the anchor and left the bottom half implanted in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.